Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on the preliminary device evaluation. The following sections of this report have been updated: additional information added to h.10. Upon preliminary device evaluation, a split distal tip was observed in addition to the radial distal tip tear on the returned esheath+. It was confirmed all pieces were present. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, the distal tip of the 16fr esheath+ was noted to be torn upon removal from the patient at the end of the procedure. This was a transcatheter aortic valve replacement procedure via right transfemoral access. During insertion of the commander delivery system through the 16fr esheath+, resistance was felt at the distal end of the sheath. The physician stated they felt a "pop" as the delivery system exited the sheath. The procedure continued, and the 29mm sapien 3 ultra resilia valve was successfully implanted. The sheath was removed without difficulty. Upon removal, the sheath was found to have a piece on the end that was partially torn, but still attached. The patient remained stable and was not found to be harmed from this incident. No vascular damage occurred.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h6 component codes, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The esheath+ was returned to edwards lifesciences for evaluation. The device was visually examined, and the following was observed: liner fully expanded as designed, the distal tip is torn radially and split, all score lines are present, and scratches are noted 4.5 inches from the distal tip. Due to the condition of the returned device and the nature of the event, functional and dimensional testing were unable to be performed. Imagery was provided and the following was observed: calcification and tortuosity is present in patient's right access vessel. A device history record review (DHR) and a review of the lot history was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The split and torn distal tip of the esheath+ was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Furthermore, no abnormalities were noted during device unpacking or preparation. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially. Scratches were also noted on the hdpe, which could be indicative of calcified vessels. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, imagery provided shows the presence of access vessel tortuosity and calcification near the aortic bifurcation. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Tortuosity and calcification can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the torn distal tip of the esheath+ may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tortuosity). However, a definitive root cause was unable to be determined at this time. Additionally, per evaluation of the returned device, the sheath distal tip was observed to be split. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement and/or removal. Tortuosity can subject the sheath to suboptimal angles that can lead the delivery system and/or valve to catch onto the tip and lead to the split. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the split distal tip of the esheath+. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment escalation is required at this time.